Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt experienced stimulation in his chest and stomach, which is not the pt's pain pattern area. Reprogramming was unable to resolve this issue. Diagnostic testing revealed that all impedances were with normal limits. X-rays will be taken as the next course of action.